Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's system was unable to be replaced into MRI mode due to high impedances. Surgical intervention took place wherein the system was explanted.